Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was alarming with a maintenance code #5.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was alarming with a maintenance code #5. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional contact details: reporter name- (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) had issue regarding the maintenance required # 5 (helium pressure transducer out of calibration). 3 gfe was completed, there were no information received on failure and repair. As of now the investigation is closed, if any information received in future the complaint will get reopen and update it. The patient involvement is unknown.